Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: biological debris was noted covering some of the valve mechanism. The valve was hydrated for about 25 hours. The valve was tested for programming, with programmers 82-3126 sn (B)(4) and 82-3190 sn (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The valve was flushed, the valve passed the test. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at 70mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball on the cam mechanism, on the cam mechanism pillar and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3101 with lot ctlcjm, conformed to the specifications when released to stock in 27th october 2015. Review of the history device records confirmed the catheter product code 82-3072 with lot cvbbfz, conformed to the specifications when released to stock in 14th january 2016. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball on the cam mechanism, on the cam mechanism pillar and on the base plate. No root cause could be determined for the catheter as the device was discarded by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
Postoperative valve occlusion. The patient is male and (B)(6) years old, accepted vp shunt on (B)(6) 2016 with 823101 and 823072. No anomaly occurred in procedure. On (B)(6) 2016 the patient felt headache and vomited. CT report indicated that csf could not drain out. The surgeon did revision surgery and changed the new valve to complete. The patient is fine. The used catheter 823072 canâ¿¿t be returned due to discarded.